Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that foley catheter was leaving an elevated ring where it was inserted causing abrasion to the patient. There was no medical intervention administered as a result of the defect. The event occurred on (B)(6) 2022, but it had happened a few times in the past as well.

Event description:
It was reported that foley catheter was leaving an elevated ring where it was inserted causing abrasion to the patient. There was no medical intervention administered as a result of the defect. The event occurred on 01-sep-2022, but it had happened a few times in the past as well. Per sample received on 21sep2022, it was noted that the foley catheter with batch-nggn0060 was returned for evaluation.

Manufacturer narrative:
The reported event unconfirmed as the evaluated original sample deflated properly with no mushroom occurring. DHR review did not show any problems or conditions that would have contributed to the reported event. Labelling reviews are not required as the reported event is unconfirmed. The actual/suspected device was inspected.